Event description:
Pt comes to clinic and reports red heart alarms. Lvad history shows pump has been stopping inappropriately for last few days. Pump replaced. This is one of four events in approximately four months with this device in different patients at this facility.what was the original intended procedure?none.